Manufacturer narrative:
The heartmate 3 lvas was implanted during momentum 3 clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department for further evaluation and management of ongoing anemia. The patient was seen in clinic and had a low hemoglobin level of 4.8 g/dl and reported noticing a return of black stools over the previous few days. Per gastroenterology, based on extensive previous testing, the source the patient¿s gastrointestinal bleeding (gi) was likely from arteriovenous malformation, gastritis, esophagitis, peptic ulcer disease versus dieulafoy lesion which is less likely to be lower source but cannot be ruled out. The treatments included hospitalization, changes to medication and blood transfusion. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information reported on 20jan2020 reported push enteroscopy was completed (B)(6)2019, and active bleeding was seen in the third portion of the duodenum and appeared to be coming from site with attached hemoclips, placed during prior procedure. Site was injected with epinephrine and treated with bipolar cautery circumferentially. 4 units packed red blood cells (prbc) were administered during the hospitalization. At discharge, plans were made for subject to continue oral iron supplementation, take sucralfate by mouth for two weeks, continue pantoprazole 40mg by mouth and octreotide 100mg subcutaneous twice daily (bid), and continue holding anticoagulation and antiplatelets. No further information was provided.